Event description:
Damage to the pump housing and usb port was reported by the customer, but it did not affect the ability to charge the pump. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, advised the customer on transferring their pump settings and connecting their cgm to the new pump, and provided instructions for returning the faulty pump using a prepaid label. The customer acknowledged all instructions and agreed to return the problematic pump within ten days to avoid charges. Customer will continue to use current pump.